Event description:
It was reported that the patient died, due to an abdominal infection and ischemia. The patient experienced vt and resuscitation was not successful. The physician noticed no therapy delivered from the device. The vt zone was programmed to 194 bpm.

Manufacturer narrative:
No medwatch form was received.